Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while trying to place a black bone graft in the patient, when the surgeon screwed it in the head broke off and the rest of the screw was left in the black bone graft. They had to use another black bone graft and screw. The delay was more than thirty (30) minutes but less than sixty (60) minutes for the time it took to sterilize a new black bone graft. It was stated although it did delay the procedure it did not injure the patient. The patient is doing well. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 1.5x9mm ht x-dr screw (part# 91-1509, lot# 811290) was returned in a red biohazard bag. The screw was removed for visual inspection. The screw was stuck inside the bone graft and the head was fractured off. No functional testing could be preformed and the screw could not be removed from the graft due to the biohazardous condition. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the screw experienced forces that exceeded what it was designed to encounter. The IFU for this product (01-50-1545_revb facial plating) states in the section titled warnings: intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. It also states in the section titled bone screws: incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.